Event description:
It was reported, the video system center had an e333 touch panel error code. The issue occurred during a therapeutic laparoscopic sigmoid colectomy resection procedure. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported that the procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3(the 'not returned to manufacturer' checkbox should remain blank.), h4, h6 and h10. Corrected fields: b5 and d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause of the error e333 could not be identified. Olympus will continue to monitor field performance for this device.